Event description:
It was reported by service report that the brakes and 5th wheel function would periodically pop off when using the side control brake/steer pedals. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: steer/5th wheel.